Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event due to the limited scope of the study. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A study on "day and night closed-loop control using the integrated medtronic hybrid closed-loop system in type 1 diabetes at diabetes camp" by ly et al. From diabetes care 2015; 38:1205-1211 focused on the efficacy of an integrated hybrid closed-loop (hcl) system in day and night closed-loop control in subjects with type 1 diabetes. Subjects were observed in an inpatient setting and at diabetes camp, randomized to a closed-loop control group using the hcl system or the group using the medtronic minimed 530g with threshold suspend (control group). The mean sensor glucose percent time and meter glucose values in range of 70-180 mg/dl were similar between the groups. During the study, a control participant experienced a tonic clonic seizure, with a meter glucose reading of 46 mg/dl. It was concluded that the system did not demonstrate improved glucose control compared to sensor-augmented pump therapy, but showed good connectivity and improved sensor performance.